Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed. Analysis found:never got hot after 10 minutes and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative (rep) regarding an external device. The reason for call was the recharger paddle got really hot, almost burns patient's skin. It started about 1.5 month ago. Pt met with a rep yesterday and mentioned this to the rep. The rep said to call patient services. A request was sent to repair to replace the recharger. Pt rep mentioned they discussed with a rep about switching an implant battery.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.